Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 300 mg/dl. The customer changed the supplies on the pump and a correction bolus was delivered to address the bg level. The contact was not sure what caused the high bg level, but noted that when the cartridge had a lower amount of insulin in it, the bg level would rise. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the high bg level.